Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It is reported that the customer has experienced high blood glucose levels. Customer reports to have leaking cartridges, and has reverted to manual injections to keep her blood glucose levels stable.